Manufacturer narrative:
Customer returned meter serial number k-e359-31552 and test strips lot number 05277247. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. The freestyle blood glucose readings as reported by the customer were found in the meter internal log; however, the readings were found to have been performed on two different days.

Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 475 mg/dl and 129 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.